Event description:
The consumer, an (B) (6) woman, with post-polio syndrome and limited ability to walk or stand, was put on a heating pad by the nursing home aide and left on her own. This was contrary to how a heating pad should be used per its directions of use. Due to the consumer's health, she was unable to remove herself from the fire that ensued and succumbed to her injuries. The fire marshal at the scene reported that there was no clear indication that the fire started due to the heating pad or a defect in the power cord.